Event description:
The manufacturer was informed of this event through patient tracking database. Based on the information on the patient's implant form, pvs 23 mm perceval valve was implanted and explanted on (B)(6) 2022 due to mis-sizing. No allegation of device malfunction nor serious injury to the patient has been received form the hospital.